Event description:
It was reported that at the end of ablation procedure utilizing ensite navx for mapping, it was noted the safire blu catheter was kinked at the mid to distal portion of the shaft and internal components were exposed. The physician did not notice anything unusual during the procedure. There were no consequences to the pt.

Manufacturer narrative:
Device evaluated by MFR - visual insp revealed the shaft of the catheter was kinked and split open 21.9 cm from the distal end of the catheter. The inner coil was visually noticeable at the split open part of the shaft. The steering mechanism was functional. The catheter deflected in both directions; however, during deflection the catheter was creating a curve that held, but did not match the full curve from the curve template in either direction. The catheter was dissected to observe the internal components near the area of interest revealed the activation wires were slightly bent. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.